Event description:
Breast implants of 23yrs were ruptured and had them explanted on this date. Health problems been ongoing for years until finally found implants had ruptured. Original surgeon who put them in ensured me they would never rupture as thick walled implants and lifetime guarantee ( my lifetime). Untrue! My fatty liver disease was found by pure accident on suspected kidney infection ultrasound about 6yrs ago. I'm convinced this is a symptom of these implants as they were probably ruptured for years. I don't know any of this as surgeon said nothing to test. Silicone was a sticky mess and capsular cleaned out and under chest wall cavity and this concluded surgery. I did ask surgeon to save what she took out for analysis, but she said no point, she just removes them on nhs. I have not had a lift or anything further than removal. Now suffering with seroma in left breast, very swollen. Bii (breast implant illness) symptoms for years doctors in denial of this illness in UK. Reference report: mw5153129.